Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although the foggy image was confirmed through evaluation and was likely due to humidity invasion in the objective lens, a definitive root cause of the event foggy image could not be suggested conclusively. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device inspection, the deflectable videoscope exhibited foggy image due to damage on objective lens. There were no reports of patient involvement.